Manufacturer narrative:
Not returned. Event conclusion: the monitoring voltage on this implantable cardioverter defibrillator (ICD) was lower than expected. The device was implanted ten months ago. Upon receipt at guidant's reliability assurance laboratory, this device was found to be at elective replacement indicator (eri) at 2.29 volts. Longevity calculations confirmed the device did not meet the expected longevity with the parameters programmed. The device case was then removed. Power supply levels and all internal supply currents were normal. Visual inspection found a leaky power supply capacitor. Once the capacitor was removed, the current returned to normal levels.

Event description:
Event description guidant received information that the monitoring voltage on this implantable cardioverter defibrillator (ICD) was lower than expected. The device was implanted ten months ago. Vol #(B)(4).